Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ('perforation of essure tubal sterilization devices / migration of a fallopian tube sterilization device causing essure coil') in an adult female patient who had essure (batch no. B61390,b60746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, cervical conization and endometriosis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("right pelvic pain"). The patient was treated with surgery (laparoscopy bilateral salpingectomy, hysteroscopy, hysterectomy, laparoscopic assisted vaginal). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. Lot number: b60746 manufacturing date: 2013-08, expiration date: 2016-08. Lot number: b61390 manufacturing date: 2013-08, expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ('perforation of essure tubal sterilization devices / migration of a fallopian tube sterilization device causing essure coil') in an adult female patient who had essure (batch no. L-b61390, r-b60746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, cervical conization and endometriosis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("right pelvic pain"). The patient was treated with surgery (laparoscopy bilateral salpingectomy, hysteroscopy, hysterectomy, laparoscopic assisted vaginal). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.